Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Customer did not address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.